Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay-user/patient¿s nurse (the reporter) contacted lifescan (lfs) united states, alleging that both of the patient¿s onetouch ultra2 meters were reverting to the settings mode when attempting to perform a blood glucose test. The complaint was classified based on additional information obtained by the customer care agent (cca) during a follow-up call with the patient and on further information obtained by the medical surveillance specialist after reviewing the call recordings. During the initial call, the reporter informed the cca that on (B)(6) 2021, the patient became ¿unconscious¿ after she was unable to test her blood glucose due to the alleged issue. The reporter claimed the patient may have administered ¿too much¿ insulin. During the follow-up call, the patient stated that she tests her blood glucose 2-3 times a day and that she manages her diabetes with novolog mix 70/30 insulin (7 units in the morning and 30 units at night). The patient stated that she took her usual dose of insulin on the evening of june 08, 2021 and the next thing she knows, was found ¿unresponsive;' she was unconscious for 15 or 20 minutes. The patient reported obtaining a blood glucose reading of ¿47 mg/dl¿ on an unspecified device at around the time of the event (exact time unclear) then ¿37 mg/dl¿ on an unspecified device when an ambulance arrived. It was not reported what treatment the patient received. During the follow-up call, the patient was unable to confirm which device she was attempting to test with prior to losing consciousness however stated the meter ¿wasn¿t working but then started working again.¿ it is unclear if the patient was able to successfully obtain a blood glucose reading with the subject meter before or during the time of concern. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca noted the incorrect testing procedure was being followed; they were inserting the test strip with the meter on. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. It is unclear if the patient was able to successfully obtain a blood glucose reading with the subject meter before or during the time of concern thus the linkage between the reported product issue and the alleged injury remains unclear. However, the subject meter could not be ruled out as a cause or contributor to the event.